Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a2dr01 implantable pulse generator (B)(6) 2013; 5086mri implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular lead was revised and now has a high impedance measurement. Follow-up is in process to try and obtain additional information. No patient complications have been reported as a result of this event.